Event description:
It was reported that the device's dso seal has a hole. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the issue of the downstream occlusion (dso) seal having a hole. The customer's problem was replicated. The dso seal was replaced to fix the issue.